Event description:
The rn went to aspirate medicine from the vial with the needle connected to a syringe. The rn noted after drawing up the medicine that a small piece of rubber stopper was seen in syringe. The rn was drawing up protonix with a needle. The syringe and needle were discarded and a new vial of protonix was used.